Event description:
Pt admitted for elective mediport removal. The port in the proximal portion of the catheter was removed without incident. The catheter itself fractured and distal segment remained intravascular in superior vena cava. Vascular surgeon performed endovascular retrieval of retained catheter segment. Pt suffered no long term harm.